Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered eight appropriate shocks due to fine ventricular fibrillation (vf) but could not convert the patient's arrhythmia. External shocks were also delivered following bystander cardiopulmonary resuscitation. Previous cardioversions by the device had been successful, so fluoroscopy of the device and electrode location were examined. Subsequently, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered eight appropriate shocks due to fine ventricular fibrillation (vf) but could not convert the patient's arrhythmia. External shocks were also delivered following bystander cardiopulmonary resuscitation. Previous cardioversions by the device had been successful, so fluoroscopy of the device and electrode location were examined. Subsequently, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered eight appropriate shocks due to fine ventricular fibrillation (vf) but could not convert the patient's arrhythmia. External shocks were also delivered following bystander cardiopulmonary resuscitation. Previous cardioversions by the device had been successful, so fluoroscopy of the device and electrode location were examined. Subsequently, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.